Event description:
A doctor reported a case of a posterior capsular blowout during the laser fragmentation portion of a cataract surgery, observed on the patient's right eye. Doctor feels past history of vitrectomy in the right eye and 3+ dense cataract caused the event. Doctor noted an extra burst of energy, he indicated this was an isolated case, and there was nothing wrong with the laser. Additional information from the doctor indicated a three piece intraocular lens was placed in the sulcus and patient is doing well.

Manufacturer narrative:
The device history records were reviewed for the laser and no unusual findings related to the reported issue were found. A review of the energy settings did not find anything unusual. The surgeon indicated that the reported issue was not due to a malfunction of the laser system and that there was nothing wrong with the laser system. Based on available information, the reported issue was likely due to the patient's previous ophthalmic procedure(s). (B)(4).